Event description:
It was reported that a dye study was done on (B)(6) 2015. The hcp could see good flow to the tip of the catheter but was also concerned that he could see something in the pump pocket. The pump pocket was opened in surgery. Upon opening it the catheter was sitting on top the pump. A large amount of cerebral spinal fluid (csf) spilled out. The sutureless connector was intact as was the collet. The hcp dried everything off and they watched for dripping. No drips were seen. The hcp manually pressed on the patient's back and csf came along the patient¿s right flank where the catheter was tunneled. He then opened the back incision. There was some csf there as well but no active leaks were seen. The hcp purse stringed around the newer catheter and then did a blood patch thinking that the leak could have been coming from either the old or new catheter site. No changes were made to the catheter or the pump settings. The patient status was alive with no injury. A patient symptom was noted to be an inconsistent relief from spasms at the catheter entrance site. The blood patch was done to stop leakage of csf at the old and new catheter site. The pump was infusing lioresal (baclofen). Additional information received reported that the patient had recovered without permanent impairment. A follow-up report will be submitted if more information becomes available. This information was previously reported in a related event under manufacture report # 3004209178-2015-05344. Upon further review, it was determined that the events should be reported separately. Any additional information received relating to this catheter issue will be reported under this manufacture report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).